Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit prompted port for plug in.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. Additional contact information: event site state- sg. Event site postal code- 119074. It was reported that the cardiosave intra-aortic balloon pump (iabp) had battery will not charge / pneumatic module leak test fails. There was not patient involvement or adverse event reported. Batteries low and not charging as claimed by the user. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse put the unit to charge overnight as the batteries charge levels are extremely low. Unit wasn't on ac charging from 21/4/2023, 1825hrs and batteries went flat until 24/4/2023, 1558 hrs before it was being plugged in to ac power. Unit wasn't on ac charging from 21/4/2023, 1825hrs and batteries went flat until 24/4/2023, 1558 hrs before it was being plugged in to ac power. All manifold and pim leak test both passed. Fault can't be simulated. No fault found, if symptoms persist for issue will recommend to replace the power management board.

Event description:
It was reported that during routine check , the cardiosave intra-aortic balloon pump (iabp) unit prompted port for plug in. There was no patient involvement.